Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the maximum ventricular pacing impedance spiked to 1368 ohms the week ending (B)(6) 2014 and to greater than 3000 ohms on the week ending (B)(6) 2014. The lead was also oversensing; 6 non-sustained tachycardia episodes with a v-v cycle length of less than 220 milliseconds were recorded on (B)(6) 2014. Interference/noise was also occurring as 74 of the 76 lifetime ventricular short interval counts (v-sic) were recorded beginning (B)(6) 2014. Finally a lead integrity alert was triggered on (B)(6) 2014 due to impedance and v-sic, and impedance alerts were also triggered on (b)(60 2014.

Event description:
It was reported that the right ventricular lead had a possible fracture. High impedance - which triggered an alert - and noise on the superior vena cava (svc)-to-can channel with isometrics was also noted. The lead was initially reprogrammed with higher intervals to detect and then subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : d224drg ICD, (B)(6) 2010. (B)(4).